Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrode was severed at the dn. The root cause for cut cable was physical abuse. There is no indication severed belt caused or contributed to the patient death as the latest available ECG recording strip (B)(6) 2023 indicates both ECG electrodes were functional as they were able to acquire a signal.